Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Gouges and burrs were noted on the backside of the bearing in the scallops. This damage likely occurred during the impaction of the bearing into the corolla. Due to the damage to the bearing, dimensional analysis was not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty procedure, the surgeon had difficulty inserting the liner into the corolla. Following several aggressive impactions, the liner was seated. However, following insertion it was found that the patient's humeral diaphysis had fractured. The stem and liner were removed and replaced with a different size. No additional patient consequences were reported.